Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2004 the patient presented with pre-operative diagnosis of lumbar instability, l3-4. The patient underwent the following procedures. Lumbar decompression, l3-4; pedicle screw instrumentation, l2 to l4; posterolateral arthrodesis with infuse allograft and autograft; placement of ebi bone stimulator. Indications: the patient was injured in an auto accident back in 1981. This resulted in instability at l3-4. She has begun to develop progressive symptoms over the last year or two. Magnetic resonance imaging did reveal evidence of only mild stenosis, but she did have significant angulation and significant modic changes in her bone. She was brought now for stabilization. Per op notes, it was elected to instrument the patient from l2 to l4 on the left side and then l2, l3 and l4 on the right. No pedicle screw was put in at l3 on the left. Under fluoro navigational guidance, the screws were then put in at l2 and l4 on the left, l2, l3 and l4 on the right. Once the screws had been placed, they were checked with c-arm and found to be quite well placed. At this point, the allograft, which was wrapped in infuse, was rolled up into a "burrito." The transverse processes were decorticated bilaterally and one of these "burritos" was placed on each side. The ebi bone stimulator was then put into place over this bony graft. A pocket was established in the subcutaneous tissue for its generator. Once it had been put into place, the autograft, which had been collected from the laminectomy, was then put into place over the stimulator wires. The rods and connectors were then put into place and secured. It should be noted that, before placement of the bone graft, copious amounts of irrigation were utilized. The patient tolerated the procedure well and was taken to the recovery in a stable condition. No complications were noted.